Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were used and caused an allergic reaction in the patient. The following information was provided by the initial reporter: material no: 320122; batch no: 8030929. Verbatim: consumer reported that the nano pen needles bend easily at patient end, stated that she tested the strength of the needle by bending it and found that it bends very easily, wanted to know if needle is made with aluminum. Consumer also stated that there are red marks on her skin after injection and skin itches all over, consumer does pinch up when injecting with nano needles. She said she is getting an allergic reaction to the needles, stated that she mentioned it to her doctor but did not seek any medical attention, she has a doctor's appointment on (B)(6) 2023. Consumer does not re-use, lot # 8030929, product # 320122, exp date was not provided, occurrence date is unknown. Consumer was advised to contact us with any updates.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that bd ultra fine¿ pen needles were used and caused an allergic reaction in the patient. The following information was provided by the initial reporter: material no: 320122, batch no: 8030929. Verbatim: consumer reported that the nano pen needles bend easily at patient end, stated that she tested the strength of the needle by bending it and found that it bends very easily, wanted to know if needle is made with aluminum. Consumer also stated that there are red marks on her skin after injection and skin itches all over, consumer does pinch up when injecting with nano needles. She said she is getting an allergic reaction to the needles, stated that she mentioned it to her doctor but did not seek any medical attention, she has a doctor's appointment on (B)(6)2023. Consumer does not re-use, lot # 8030929, product # 320122, exp date was not provided, occurrence date is unknown. Consumer was advised to contact us with any updates.